Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep: when asked whether the impedance higher than 4000 resolved and further actions taken, the rep responded that no, the amplitude was increased and a few impedances remained (unknown combinations). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider and manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a burning sensation randomly throughout the day. Troubleshooting was performed and impedance check indicated >4000 on 0/1, 0/2, 0/3, 0/4, 1/2, 1/3, 2/3 at 1.0 ma. The rep changed from programs. Additionally, the patient reported a weight gain and loss from 145 to 86 pounds. No further complications were reported.

Manufacturer narrative:
Correction to PMA. If information is provided in the future, a supplemental report will be issued.